Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. However corroded battery tube spring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump sometimes had to push esc and act buttons multiple times to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had decreased battery life, failed battery test, had issue where insulin pump was not accepting reservoir, lost insulin pump setting during battery change, battery was not out more than 5 minutes. The insulin pump will not be returned for analysis.